Event description:
When the end user was removing the dilator from the sheath during a procedure, the cap (including the valve) disconnected from the hub of the introducer. The sheath was removed. There was no pt injury.